Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke inside of my body when attempting to remove it vagina [foreign body in reproductive tract]. Tampon broke inside of my body [device breakage]. Tampon broke inside of my body when attempting to remove it [complication of device removal]. Consumer sent an email reporting that the tampon broke inside her body while attempting to remove it. No serious injury was reported.